Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardiac monitor (icm) exhibited noise as a result of a patient fall. It was further reported that the device exhibited a drop in r-wave amplitude.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not automatically store a patient's pause episode. The device was explanted and the patient was upgraded to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.